Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse determined that the hard 319 error is related to the endoscope controller (ec). The system would not come up without an error. The fse checked all connections, and all were in place. The fse then replaced the ec and the system powered up without issues. Intuitive surgical, inc. (Isi) received the endoscope controller (ec) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to replicate the customer reported complaint. The reported problem was confirmed by installing the unit into the test system and it failed with error 319 at system start up. For troubleshooting, the technician applied power to the ec at the test bench and found that the dual camera interface board (dcib) had no heartbeat and needed to be replaced. The complaint regarding the customer encountered non-recoverable 319 faults was replicated and confirmed by failure analysis, which indicated that the device did contribute to the reported event. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated non-recoverable faults. It was reported that the customer rebooted the system several times with no change and that they decided to convert to laparoscopic surgery. Error logs showed 319 errors pointing to the endoscope controller (ec). No troubleshooting was done with the intuitive surgical, inc. (Isi) clinical sales representative (csr) or the customer. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed laparoscopically successfully, and no injury occurred to the patient. The customer was unable to provide the patient's demographic information.